Manufacturer narrative:
On (B)(6) 2015, the customer reported that the patient support went all the way down and couldn't be lifted up. There was no report of harm to a patient, operator, or bystander as a result of this issue. A field service engineer (fse) evaluated the CT system and confirmed that the patient support went all the way down and could not be lifted up. After evaluation, the fse replaced the vertical brake assembly to resolve the issue. Philips requested return of the failed vertical brake for investigation. The part was not received. Since there were no log files and no returned parts for further analysis, the cause cannot be determined.

Event description:
The customer reported the patient support went all the way down and cannot be lifted up. There was no report of harm to a patient, operator, or bystander as a result of this issue.

Event description:
The customer reported the patient support went all the way down and cannot be lifted up. There was no report of harm to a patient, operator, or bystander as a result of this issue.

Manufacturer narrative:
(B)(4).